Manufacturer narrative:
This was initially reported on the summary report dated 8/21/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced rectocele, enterocele, perineal gaping and vaginal atrophy. It was also reported that the plaintiff allegedly experienced pain, infections, cystocele, mixed incontinence, difficulty urinating, bladder leakage and incontinence. Furthermore, it was also reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #s: 3011770902-2016-00174, 3011770902-2016-00175.